Event description:
It was initially reported this peripherally inserted central catheter (PICC) was leaking at the hub. However, the engineer's evaluation indicated the device had fractured. The catheter was successfully removed and another PICC was placed. The pt's condition is good. The co's attempts to obtain further details have been unsuccessful. Should further details become available a supplemental medwatch report will be filed under the appropriate sequence number. This device was received and evaluated by this manufacturer. The engineering evaluation indicated the hub and suture wing were detached and not returned. The returned segment of the catheter shaft measured approximately 47.5cm. The point of break was rough and uneven. The co is unable to determine the exact cause for this event. The co's directions for use outline appropriate placement, access and maintenance procedures.